Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60229 for the first stonetome and MFR report# 3005099803-2018-60228 for the second stonetome. It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during an attempt to perform a sphincterotomy. A second stonetome was used and the cut wire was also broke. Reportedly, no part of the devices detached inside the patient. The procedure was completed with a third stonetome, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Therefore, the most probable root cause is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60229 for the first stonetome and MFR report# 3005099803-2018-60228 for the second stonetome. It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during an attempt to perform a sphincterotomy. A second stonetome was used and the cut wire was also broke. Reportedly, no part of the devices detached inside the patient. The procedure was completed with a third stonetome, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event.